Event description:
During primary while removing broach from femoral canal, fractured a piece of the greater trochanter with the lateral shoulder of broach.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. A two year complaint database search finds no other reports of any kind against this product code. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.